Event description:
A malfunction was reported on a pump with a malfunction code displayed as malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on blood glucose. Technical support provided information to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they acknowledged and understood the instructions.